Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. A63344) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain, chronic"), psychological trauma ("psych injury"), post procedural complication ("post removal complication"), fatigue ("fatigue"), cystitis ("bladder problems - cystitis"), urinary tract infection ("urinary problems - uti"), vaginal infection ("vaginal infection") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, abdominal pain, fatigue, cystitis and urinary tract infection had resolved and the psychological trauma, post procedural complication, vaginal infection and vaginal discharge outcome was unknown. The reporter considered abdominal pain, cystitis, fatigue, pelvic pain, post procedural complication, psychological trauma, urinary tract infection, vaginal discharge and vaginal infection to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain, uti, fatigue, bladder/urinary problems. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: new events bladder or urinary problems, bladder infection, vaginal infection and vaginal discharge were added. Lot number added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. A63344) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain, chronic"), psychological trauma ("psych injury"), post procedural complication ("post removal complication"), fatigue ("fatigue"), cystitis ("bladder problems -cystitis"), urinary tract infection ("urinary problems - uti"), vaginal infection ("vaginal infection") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, abdominal pain, fatigue, cystitis and urinary tract infection had resolved and the psychological trauma, post procedural complication, vaginal infection and vaginal discharge outcome was unknown. The reporter considered abdominal pain, cystitis, fatigue, pelvic pain, post procedural complication, psychological trauma, urinary tract infection, vaginal discharge and vaginal infection to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain, uti, fatigue, bladder/urinary problems. Lot number: a63344 manufacturing date: 2012-10 expiration date: 2015-10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jun-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain, chronic"), urinary tract infection ("uti"), psychological trauma ("psych injury"), post procedural complication ("post removal complication") and fatigue ("fatigue"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, abdominal pain, urinary tract infection and fatigue had resolved and the psychological trauma and post procedural complication outcome was unknown. The reporter considered abdominal pain, fatigue, pelvic pain, post procedural complication, psychological trauma and urinary tract infection to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain, uti, fatigue. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pfs received: case became valid and incident. Previously reported event "injury to herself " updated to "pelvic pain", events- "abdominal pain, uti, psych injury, post removal complication, fatigue" added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.